Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was respiratory failure to acute renal failure due to aspiration pneumonia. The caller stated that the customer had many illnesses and had been sick for a long time. The customer had neuropathy in the legs which was going to the organs. The customer also had kidney failure, liver cancer and (B)(6). The caller did not know the customer's blood glucose at the time of death. However, the customer's last recorded blood glucose was 30 mg/dl on (B)(6) 2015. The customer was not wearing the insulin pump at the time of death. It had been disconnected at the time of hospitalization. The caller stated that the customer dropped suddenly; not sure what caused it. The caller stated that the insulin pump has been given to the police station as the customer had (B)(6) and the family did not want anyone infected.